Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
The stent was uneventfully placed across the left a1 to the right a2 anterior cerebral artery (aca) aneurysm. However, several hours post procedure the patient suffered a stroke located distal to the stent. The patient did not take aspirin and plavix prior to the procedure as prescribed. The physician stated that the cause of the stroke was the patient did not follow antiplatelet therapy instruction.

Event description:
The stent was uneventfully placed across the left a1 to the right a2 anterior cerebral artery (aca) aneurysm. However, several hours post procedure the patient suffered a stroke located distal to the stent. The patient did not take aspirin and plavix prior to the procedure as prescribed. The physician stated that the cause of the stroke was the patient did not follow antiplatelet therapy instruction.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.